Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator due to monopolar not firing. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed. A review of logs showed error 25913 m-02 occurred. Visual inspection revealed scratches on the top cover. The generator unit that was placed on a known system and was run in normal mode. M-02-3 error occurred on start, monopolar would not fire and the instruments were not detected. The complaint was confirmed based on both the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a faulty component on the generator.

Event description:
It was reported that during a da vinci-assisted surgical inguinal hernia procedure that the generator was not providing energy. The customer had to change the energy cords and power cycle the generator to get the cautery to work. The technical support engineer (tse) reviewed the system logs and found no errors. The procedure was completed as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was continued robotically. An alternative generator was brought in but as some point in the procedure they switched back to the robotic generator.